Manufacturer narrative:
According to the customer, the scope is currently being reprocessed normally and there have been no recent reprocessing issues observed. The cleaning, disinfection, and sterilization (cds) process was not obtained from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation, which prevented the device from being evaluated. The investigation was unable to determine the root cause of the reported event. The investigation considered that the user¿s understanding of the device handling and reprocessing steps different from olympus¿s recommendation if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope was reprocessed with an oer-aw using a non-olympus water filter. It was noted that tubercular bacillus was detected after a culture test was performed on the leak test water and detergent nozzle. There was no harm or user injury reported due to the event. Related patient identifier: (B)(6) addresses the microbial contamination on the reprocessor.